Manufacturer narrative:
Additional concomitant medical products and therapy dates:prilosec 20mg once daily phenytoin 100mg once daily terazin 4mg once daily rozerem 8mg once daily nitroglycerin 12 hr on/12 hr ofavandryl dose unk once daily

Event description:
Reporter states customer reportedly received results of 289 mg/dl and 141 mg/dl within 10 minutes of the aviva system. Customer also received results of 263 mg/dl and 104 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.